Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer was using apidra brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection and a supply change. The customer resumed insulin therapy.